Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during check the cardiosave intra-aortic balloon pump (iabp) unit alarmed "sensor module failure" (fiber optic not working). There was no patient harm or injury reported.

Manufacturer narrative:
E2 and e3 is unknown (initially it is submitted as "yes" and "other healthcare professional"). A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the fiber optic connector was defective and the back of the unit had minor damage, broken nylon p clip. To fix the issue, the fse readjusted and replaced screws, nylon p clip and replaced the cbl assy,fo sensor extension (0012-00-1562), cable tie, 5/16 nylon p-clip (0125-00-0028) and screw kit, cardiosave pm schedule b. (0040-00-0458-02). Unrelated, the fse also replaced the primary 9v battery alkaline (0146-00-0146) and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
There was no patient involvement.